Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to damaged tubing to the balloon component. There were no patient complications. No further information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.